Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently approximately four years later with a contained aneurysm rupture. A CT scan showed a type ia endoleak. A non-mdt (gore) cuff was implanted to address the endoleak, along with endoanchors. It was reported that the physician decided to decompress the abdominal compartment, and in doing so the retroperitoneal cavity gave way. After much effort to save the patient it was reported that the patient died. It was reported that a possible type iiia endoleak was noted after opening the aneurysm sac peri-mortem. As per the physician, the cause of the type ia endoleak was either stent graft migration or aortic dilation. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Additional information received: per the physician a type iii endoleak is not definitely confirmed and commented that due to poor visibility a type iiia was suspected. Some blood pull between the new cuff and the original device was suspected but this was not confirmed. Angiographically everything looked good but then the sac ruptured which may have caused a loss of integrity of the aneurysm sac and as a result everything moved down. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.